Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was returned for analysis. The manifold/hub was not returned for analysis therefore the batch/serial number could not be identified. A visual examination of the crimped stent found that the stent struts on distal rows 6 to 16 were deformed and pulled in a proximal direction over the proximal marker band. The undamaged section of the crimped stent od (outer diameter) was measured and was within the maximum crimped stent profile measurement. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found several kinks along the hypotube shaft. The hypotube and the distal portion of the strain relief were broken 20mm proximal of the distal end of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. A 6fr non-bsc guide catheter was engaged in the left main artery and check shoot was performed which revealed a short segment target lesion located in the first obtuse marginal branch. After a non-bsc guide wire was advanced and pre-dilatation was performed with a 2x8m and 2.5x10mm balloon catheters, a 2.50 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion; even with the use of buddy wire support with another non-bsc guide wire. The device was removed and pre-dilatation was performed with the same 2.5x10mm balloon. The synergy¿ stent was advanced again but still failed to cross the lesion despite multiple attempts. The device was once again removed from the patient and the procedure was completed with another drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.